Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter evaluated the device and found that the upper hook switch was failing. It was determined that this failing part caused the system error 322 alarms. The upper auxiliary assembly which contains the upper latch switch was replaced.

Event description:
During review of the event history log system error 322 was observed. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.